Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6). Sent an email indicating that the anchor fractured off of a silent nite 3d device.